Event description:
Received info stating customer received an altitude alarm after doing the dishes. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.